Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal anterior tibial artery. After crossing a guide wire, a 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.